Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a defective syringe case which was loose. The fse replaced the syringe case to resolve the issue. Age or date of birth, weight, ethnicity: information not provided by customer. (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
A customer in (B)(6) reported the generation of multiple erroneous patient results on their au5800 chemistry analyzer. The erroneous results were reported out of the laboratory; however, there was no change to patient treatment or injury associated with this event. Quality control was abnormal on the day of the event. The customer stated that twenty (2) out of five-hundred (500) results were erroneous. The customer provided data for two (2) samples.